Event description:
The customer contact reported an inaccurate delivery. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of morphine, with a 1 mg bolus dose, a 5 minute bolus lockout, a 40 mg 4 hour limit and the delivery was started. At an unspecified time, it was reported the pt received morphine 2 mg. The nurse reported that "moments" after the delivery was started, "nothing was indicated on the display." The device was removed from clinical svc. Therapy was resumed with a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the svc ctr. The customer contact did not provide an event date for the reported event; however, a review of the most recent programming found on (B)(6) 2012 at 1559, the device was programmed in the continuous + bolus delivery in ml, with a 5 ml/hr rate, a 5 ml loading dose, a 2 ml bolus dose, a 5 minute pt lockout, a 20 ml 4 hr limit, and a 50 ml container size. At 1602, a 5 ml loading does was delivered and there were 4 unmet pt demands. At 1605, the shift totals were cleared. Between 1606 and 1607, there were 3 unmet pt bolus demands, the delivery was stopped and the device was powered off and on. At 1608, the program, shift totals and history were cleared. At 1609, the device was programmed in the bolus only delivery in ml, with a 1 ml loading dose, a 5 minute pt lockout, no dose limit was selected, and a 50 ml container size. At 1610, the delivery was started, a 1 ml loading dose delivered and 3 unmet pt demands. At 1659, the delivery was stopped, and the device was powered off and on. At 1700, the device was powered off. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.